Event description:
It was reported that the customer had a weak battery alarm on the insulin pump. Customer's blood glucose level was 46 mg/dl. It was explained that the battery life will be shorter than expected. Customer will keep an eye on her pump. Customer stated that she received a bolus stopped alarm and she noticed the weak battery alarm. Customer as able to clear the alarm. Customer was advised to monitor the pump. No additional info provided

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).